Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were implanted and induction testing failed. Delivery of an external shock and a reverse shock failed to convert. The ventricular fibrillation (vf) was converted after the use of two external defibrillators. The physician thought the electrode was in the best position it could be in due to the patient's large stature. However, he did not want to risk testing the device again. Therefore, the system was removed and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and the associated electrode were implanted and induction testing failed. Delivery of an external shock and a reverse shock failed to convert. The ventricular fibrillation (vf) was converted after the use of two external defibrillators. The physician thought the electrode was in the best position it could be in due to the patient's large stature. However, he did not want to risk testing the device again. Therefore, the system was removed and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.